Manufacturer narrative:
The device was returned to olympus for inspection, and reportable malfunctions were found. Based on the results of the investigation, probable causes of a noisy image were due to some electrical or electronic component failure. It was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had white residue in the air/water channel and a noisy image. There was no patient involvement.